Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During set up for the procedure, it was noted that the blade on the instrument wouldn't rotate from the device and the subscrew from the device let loose. The procedure was completed using an alternate method with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Corrected conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.